Manufacturer narrative:
This report is being supplemented to correct previously reported information following the receipt of additional information, as well as to provide additional information based on the device evaluation. G3: the originally reported incident aware date was 08dec2022. However, following the receipt of additional information, it was confirmed that the aware date for the reported incident was (B)(6) 2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the fact that the device was not correctly reprocessed at the time of receipt for inspection, it is likely that reprocessing of the device did not occur in compliance with the instructions for use. It is also possible that the foreign material inside the lens was able to enter due to the lens adhesive peeling off due to physical stress such as hitting or dropping the distal end, or a chemical stress due to chemical solutions used; this could lead to the entrance of moisture and lead to corrosion. However, as the foreign material in the forceps elevator, lens, and on the bending section cover could not be identified, a definitive root cause cannot be determined. The instructions for use contain information which addresses the reported failure mode: the reprocessing manual states the possibility that the insufficient cleaning, disinfection or sterilization of the device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. No abnormal shape of the forceps elevator was found, and the customer¿s reported condition of rough movement of the elevator wire was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the adhesive on the bending section rubber was detached; the connecting tube had a scratch and a wrinkle; the grip, scope connector, scope cover, connector cover, control unit, and universal cord all had superficial scratches; due to wear of the angle wire, the bending angles of the device in the up, down, and right directions did not meet specification; and the play of the up/down and right/left knobs was also out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the movement of the device¿s elevator wire was not smooth and had an abnormal shape. The issue was found at preparation for use. There were no reports of patient harm associated with this event. During inspection and testing of the returned device, it was discovered that the forceps elevator, light guide lens and bending section rubber contained foreign material and/or dirt. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during device evaluation.